Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. The reported event was confirmed. The device was found to be broken; however, no device details were available to test further specifications. There were no remedial actions taken. This device is labeled for single-use, but was not reprocessed and reused.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device broke. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 device evaluation is in progress. There were no remedial actions taken. This device is labeled for single-use, but was not reprocessed and reused.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device broke. There was no patient involvement; no patient impact.